Event description:
It was reported that the external pulse generator had part of its lower display missing on the right side so that the user was unable to see readings, and that it had a broken belt clip and belt clip cover. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the display was missing pixels, one side bail cover was missing and one side bail cover was broken, and one side bail was missing. It was also noted that the upper case was dented, the lower case was broken, the battery contacts were compressed, the ring bail was bent, and the heart lead flex was out of electrical specification. Further analysis was performed on the heart lead flex. This analysis confirmed the output failure seen during repair of the device caused by a cracked circuit trace. (B)(4).